Event description:
Reporter indicated that a high lead impedance reading was obtained, indicating a possible lead break. The patient reportedly has not been able to feel stimulation for several weeks. Attempts to obtain additional information have been unsuccessful.